Event description:
Boston scientific received info that approx two days following the initial implant of this right atrial (ra) lead, an invasive revision procedure was performed. The ra lead reportedly would not remain in an adequate position within the atrium and would dislodge every time the stylet was moved after helix deployment. The ra lead was ultimately explanted and replaced without complication. To date, no adverse pt effects were reported with this clinical observation.